Manufacturer narrative:
Other applicable components are: product ID: neu_recharger_acc, product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. The consumer reported that the patient couldn't recharge their recharger or their implantable neurostimulator (ins). It was reported that the patient stated that they couldn't feel the unit on. It was reported that the desktop charger had the green light, the white arrows match up, and the connector pin was not loose. There was a report that the implantable neurostimulator recharger (insr) was saying that it was full and the insr showed 3/4 full and 1/4 recharging. The patient tried to connect to the patient programmer and got poor communication. Then they got a reposition antenna screen when they tried to connect with the charger. The patient couldn't get a connection to either device. It was reported that the last time the device was successfully recharged was a month ago. The last time the patient felt stimulation was a month ago. It was reported that the patient hadn't been using the stimulator because they hadn't needed it. The manufacturer representative (rep) later reported that they had already completed the 60 minute countdown charge for their overdischarged device. The patient just needs to have their por cleared. The patient later reported that he had his stimulator all charged and was scheduled to meet with a manufacturing representative (rep) on thursday, (B)(6) 2016 to have the device turned back on. It was all "under control." A rep later reported that the battery was permanently discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.